Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed downstream occlusion test. No patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9 - date returned to mfg: 12/12/2024. One device was received for evaluation. Review of the event history log (ehl) showed a downstream occlusion alarm. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, preventative maintenance was performed. The service history review had no indication that the complaint was related to a service of the device within the review period.